Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported loss of fluid column during prep and irregular dilator appearance were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the fluid column would not hold during loading of the dilator. All steps were performed per instruction for use (IFU). A replacement sgc was used to complete the procedure. During inspection of the first dilator, the tip of the dilator was observed to be smaller than the second dilator, which was suspected to be the cause of the loss of fluid column. There was no clinically significant delay in the procedure and no adverse patient effects.